Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received notes a loss of capture was observed during a routine follow up. An echocardiogram revealed the lead had dislodged. The lead was explanted and the patient was in good condition following the surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to oversensing. High, unacceptable capture threshold was observed. A chest x-ray revealed the lead had dislodged. The lead was repositioned and the patient condition was good following surgery.